Event description:
A healthcare facility in california reported that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no reported patient involvement.

Manufacturer narrative:
Ps344084 method: the complaint mr850 was returned to fisher & paykel healthcare regional office in california where it was inspected by a trained service technician. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm could not be heard. Visual inspection revealed no signs of impact damage. Conclusion: we are unable to determine what may have caused the failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently enroute to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no reported patient involvement.